Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced continuous glucose monitor (cgm) inaccuracies and a low event. The sensor was inserted into the abdomen on (B)(6) 2017. It was reported that approximately at 1:00pm on (B)(6) 2017, the patient stated their cgm was reading low numbers and showing a different number than what their actual blood sugar was. The patient did not provide values. The patient stated that their neighbor found her laying on the driveway and was unresponsive and called the paramedics. When the paramedics arrived, they gave the patient sugar gel in a pack and the patient eventually came to. They gave her orange juice and a peanut butter and jelly sandwich. The patient was treated at home and was not taken to the hospital. At the time of contact, the patient was doing good. No additional patient or event information is available. The patient's data identifier was provided; however, data was not available for evaluation. The reported event of inaccuracies could not be/was confirmed. A root cause could not be determined.